Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2008.according to the complainant, post-procedure, the patient experienced physical pain and sustained permanent injury.all other information is unknown and unavailable.